Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented for a lead implant procedure. After the procedure and upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The lead was repositioned (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.